Event description:
It was reported, the coil was stretched after re-positioning. The last 2 cm of the stretched coil could not be pushed into the aneurysm. The physician used a stent to affix the stretched coil end to the vessel wall and was able to detach the coil. No patient injury reported.

Manufacturer narrative:
The device has been returned and is being evaluated. A follow up report will be submitted after evaluation is completed.